Event description:
It was reported that three protector p55 experienced leakage. The following information was provided by the customer: connected with the vial of chemo with assembly fixture, it leaked from the connection. The issue occurred several times.

Manufacturer narrative:
Investigation: five samples were returned to our quality team for evaluation. Visual inspection of the product did not identify any defects, the protectors were properly fitted to the vial and no leakage was observed. As no lot information was provided for this incident, a device history review could not be performed. Product is visually and functionally inspected throughout the manufacturing process. Based on the available information we are not able to identify a root cause at this time.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that three protector p55 experienced leakage. The following information was provided by the customer: connected with the vial of chemo with assembly fixture, it leaked from the connection. The issue occurred several times.